Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("broken device") in a 43 year-old female patient who had essure inserted (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device breakage. The reporter commented: this device is broken and she is having issues trying to find a doctor to help. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("broken device") in a 43 year-old female patient who had essure inserted (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device breakage. The reporter commented: this device is broken and she is having issues trying to find a doctor to help. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.